Manufacturer narrative:
Additional information provided from the field indicated the explanted electrode was disposed of at the hospital and will not be returned back to boston scientific for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode exhibited a high shock impedance measurement of 205 ohms. No changes were made at the time, however additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited a high shock impedance measurement of 205 ohms. No changes were made at the time, however additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited a high shock impedance measurement of 205 ohms. No changes were made at the time. Electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the electrode actually remained implanted and in service throughout the year and surgical intervention was later performed, and the electrode was explanted and replaced on (B)(6) 2025. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.